Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 322, 435, 206 and 206 mg/dl. The customer's expected fasting blood glucose test result is 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 08/17/2018 and open vial date at time of call is two to three weeks. The meter memory was reviewed for previous test result history (due to language barrier, had a difficult time getting the correct date and time for the results): result 1:322mg/dl date:n/a time:9:13pm fasting, result 2:435mg/dl date:n/a time:2:46pm fasting, result 3:206mg/dl date:n/a time:12:02pm fasting, result 4:206mg/dl date:n/a time:11:09am fasting, result 5:118mg/dl date:n/a time:7:42am fasting.